Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie pocket in drawer was unable to open. Drawer felt slightly warm. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed and row b in drawer 4.1 was not detecting pockets. A field service engineer receded pockets, removed tray inspected and removed bad pocket in location b5, then all pockets were operational. Customer was able to recover. The system functioned as intended after the field service engineer repaired the device.